Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had high blood glucose of 400 mg/dl, was going to treat with manual injections. Customer was calling in regards to issues with the battery cap. No troubleshooting was performed on the insulin pump. Blood glucose of 323 mg/dl was also captured. Customer is not returning the device for analysis.